Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 1870. The event occurred during patient use at the facility. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation of complaint of error code 1870. An error code 1660 was recorded in the event log. The reported issue was not confirmed. However, error 1660 was recorded in the event log. Visual and functional testing was performed. The root cause of the error 1660 was an anomaly in the microprocessor board, and it was replaced. The device passed all functional tests post repair. Review of service history found one repair request in the past one year.